Event description:
Air gas module burnt. Just following switch from "stby" mode, unit was alarming and smoke came out from the unit. First investigation done by siemens "fse" shows that t16 component on pc1618 board has also burnt. Coil of safety valve seems also affected. Doubts on the functionality of the expiratory valve. Awaiting delivery of spare parts.